Event description:
It was reported that the right ventricular lead exhibited loss of capture. Lead fracture was suspected. The lead was capped and replaced during routine device change out. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.